Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt power failure. The service technician replaced the power supply as a precaution. Performance verification testing was completed and all tests passed per operating specifications. The power supply was returned to the factory for failure analysis. Testing revealed an open fuse on the power supply.

Manufacturer narrative:
Na